Manufacturer narrative:
The pump was returned to animas. All keypad buttons were found to be intermittently activating pump functions when pressed. Adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient said the up arrow button was sticking and difficult to press. He said the buttons do not activate desired pump functions as well as they should and he needs to wiggle the buttons in order to get them to work. The patient does not clean the pump and there is no evidence of misuse of the product. There was no reported patient impact associated with this complaint.